Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent audio output on their dexcom receiver on (B)(6) 2015. Additionally, at the time of the call, dexcom technical support advised patient to test the "try it" feature for alert functionality. The patient tested the attentive profile with high and low alerts, then reported receiver vibrated and beeped both times. No medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).